Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was being implanted with an impella 5.0 device for mechanical circulatory support. During implantation, there was a damaged sensor upon attempted insertion via tortuous vasculature. The pump was removed and a new impella was placed successfully. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the delivery issues was patient condition related, specifically the patient's tortuous artery. This report is being filed as part of a retrospective review of historical records.